Manufacturer narrative:
Updated sections: d-10, g-4, g-7, h-2, h-3, h-6, h-10. Trackwise ID# (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 01/22/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was evaluated for its electrical function according to the service manual (mcv00009931 section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all electrical tests performed, the led light was visible and an intermittent tone was audible when current was being measured. No smoke was observed when the power supply was turned on. The values recorded are within tolerance, based on the results of the evaluation, the reported complaint was not confirmed. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) was timing out and losing power. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) was timing out and losing power. The hospital did not report any patient effects.